Event description:
On 9/24/96, the MFR received info from its distributor that a facility in their territory experienced difficulties with the device. The report states that the needle did not puncture smoothly. In addition, the pt experienced pain and felt a hook at the tip of the needle. An unused sample is expected to be returned to the MFR for evaluation.